Manufacturer narrative:
Results code grid has been updated: the initial medwatch report indicated: results code grid: electrical problem identified the initial medwatch report should indicate: results code grid: electrical/electronic component problem identified.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The power pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.